Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I'm contacting you regarding a quality defect on a 50 ml 3p luer lock syringe (ref (B)(4) ). During a sample of 5-fluorouracil, a particle was present in the sample. We do not know whether the particle came from the syringe or the drug. The lot number of the syringe is 2408033.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of syringe 50ml ll lot 2408033 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples were received for further evaluation, and upon visual inspection, none of the defects could be reproduced. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.